Event description:
It was reported that during a procedure to treat a carotid cavernous fistula using an axium coil, there was resistance while pushing the coil in the microcatheter, and the coil became stuck in the sheath. The patient's blood flow and vessel tortuosity were normal, and there were no patient symptoms or complications associated with this event. The device and any accessory devices were prepared as indicated in the instructions for use. The product was discarded after use and was not returned for investigation. The patient outcome was reported as alive with no injury. Additional information was received that the cause of the resistance was not determined. Continuous saline flush was administered and maintained as indicated in the IFU. During preparation, the introducer sheath was not held vertically when the implant coil was pulled back inside during hydration.

Manufacturer narrative:
H3: product analysis: as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box; within an opened axium prime coil outer carton; within an opened axium prime coil inner pouch and within a dispenser track. The axium prime coil was returned within the introducer sheath. Visual inspection/damage location details: the axium prime coil pushwire was found to be bent within introducer sheath at ~81.9cm and broken at ~146.3cm from proximal end. The axium coil were found to be separated and not returned. No other anomalies were observed. Testing/analysis (including sem reports): the axium implant coil tip od (outer diameter) was unable to be measured as the implant coil was not returned. The ID (inner diameter) of the introducer sheath was measured to be 0.0185¿ which is within specifications. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was unable to be confirmed as the implant coil was not returned. The customer reported preparing the axium implant coil as indicated in the IFU prior to use. It is possible insufficient preparation of the axium implant coil, damage during preparation or improper hubbing technique (over tightening of the rhv) could have contributed to the event. The customer reported not holding the introducer sheath vertically when retracting implant coil back into introducer sheath. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.